Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was about 3 days ago the pts controller was not working for it went completely dead. Patient reset the controller yesterday but that did not resolve the issue. During call patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller powered on. Patient got the message memory problem, patient service walked patient through setting the date and time. Patient put the battery back into the controller and verified it was charging. Pt will continue to charge the controller and then attempt to recharge the implanted device. The pt called back stating their controller works fine 1 week then went dead again for the 2nd time on saturday and is unresponsive. Agent walked pt through resetting the controller with no battery pack - pt confirmed screen appears. Pt saw no visible damage to controller battery compartment pins or the battery pack. When battery pack was reinserted, pt saw the controller with a plug next to it and the implant was at 50%. Agent reviewed battery pack placement and reinserted into the controller - pt mentioned inserting the battery pack is difficult. Pt then saw controller with green bli nking light, controller 50% recharging. The pt then made a comment that it "hasn't been working in my back" for a couple weeks. Agent tried to asked clarifying questions but pt was hard to follow and understand. Pt stated the stimulation went off and the stimulation is off now. Pt turned stimulation back on, turned it up, and stated they can feel it now and usually keeps setting at 4.8. Pt stated they have not had "it" since saturday night and they don't let their implant run down all the way. Pt said the implant is running down quicker and they charge everyday. Agent reviewed implant battery depletion and pt stated that they know that already. Agent reviewed that the recharging paddle cord only needs to be plugged in if the implant needs to be charged. Pt stated someone told them a couple years ago how to use the external equipment. Pt will continue to charge the controller and agent will call back later today for further troubleshooting. Agent made outbound call to pt. Pt started implant charge and saw controller at 100% and implant in red recharging excellent. Pt stated they have had a scs and pump device since 1999 and they have not had any problems until now with the scs controller documented in this case. Pt stated before when they have the stimulator, the reps never explained to them how to use the external devices but now, the reps they have wrote down instructions on how to use and pt stated the therapy has been more effective now that they know how to use the equipment. Agent reviewed ins may take longer to charge since implant battery is low and let controller go dim so controller battery does not drain. No further action needed.